Event description:
Discordant advia centaur xp vitamin d results were obtained by the customer and questioned by the physician. The results are considered discordant when compared to another vitamin d test method results. There was no known report of patient treatment being altered or adverse health consequences due discordant vitamin d assay results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and a follow up visit. The fse performed a complete total service call and on a follow up visit replaced slightly bent reagent probes and performed reagent probe alignments and calibration. The aspirate probe wash guides and the acid reagent pump were replaced as a preventative maintenance measure. The instrument is performing within specification. No further evaluation of the device is required.